Manufacturer narrative:
H3: product analysis # 706719172, part # 2922055int, lot# 13jh only one small portion of the implant returned for analysis. Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage ha ving direct lumbar interbody fusion (dlif) therapy for lumbar deformity. It was reported that when the surgeon tapped the implant holder at the time of implant placement, a piece of the outer corner of the peek implant ruptured and broken. The piece had been recovered. Level implanted: l3-l4. No patient symptoms were reported. There was no delay in the overall procedure time and no revision surgery/ prolongation hospitalization occurred/ planned as a result of the event. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.